Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37791, serial# unknown, product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient had no communication. The caller stated that the last time they charged to 3/4 and they couldn't charge anymore. Patient services reviewed that the last quarter does take the longest to fill. The caller stated they are now trying to charge and is getting a reposition antenna error message. The patient stated that they last time they had charged was a week prior. Patient services asked the patient to turn the antenna dial through all 4 positions. The patient is able to connect with the patient programmer. The patient programmer states to charge device now. Patient tried to do antenna locate and then charge, but was unsuccessful. The patient was redirected to follow-up with the health care provider (hcp). The patient called back repeating recharging issues. The patient's hcp stated that they don't recharge the device and that the manufacturer does. Patient services reviewed that the hcp has to page the rep, but the patient could be sent a new antenna. The patient was told to try to schedule an appointment to evaluate the ins. The patient called back again and stated that the new antenna didn't resolve the issue. The patient's hcp stated that they could use the office to meet with a rep. The rep reached out to the patient. The patient stated that they spoke with the rep and that they would need to re-jump the ins, but this would be the fourth time that the device was in overdischarge. Patient services stated that the device goes to end of service (eos) on the fourth overdischarge. The patient stated that they are in pain and can hardly walk. The patient said that they had to turn the device off for a hernia operation that was unrelated to the device/therapy. The patient called stating that a rep met with the patient and that they had tried multiple pmr's and that the device could not be recovered from the overdischarge. The patient was told that the device would have to be replaced. The patient has an appointment scheduled, but wants to skip the appointment on (B)(6) 2017 and just be scheduled for a replacement. The hcp stated that they want to hear the ins status from the rep. Patient was calling to contact a rep, but was redirected to their hcp.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.